Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was over 600 mg/dl. Customer reported feeling sick prior to their hospitalization. The customer was not in vehicular accident. Customer also stated they had a bent cannula upon removal of their infusion set. The customer's blood glucose was able to decline after three hours of treatment in the hospital with insulin and fluids. The customer declined to troubleshoot for their high blood glucose. No additional information provided.